Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2005. Blocks d4, h4: the complainant was unable to provide the suspected device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e2401 captures the reportable event of unspecified injury related to mesh.

Event description:
It was reported that a mesh was implanted to the patient in 2005. Sometime after implantation, she stated that the mesh was rotting away and rotten inside of her and she cannot do anything about it. No further patient complications reported.